Manufacturer narrative:
Details of complaint: the customer reported that the central nursing station (cns) was in intermittent comm loss with the telemetry devices. They stated that all the hospital's telemetry devices would enter comm loss at the same time, and then clear at the same time. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the root cause is related to the customer's network environment. It was discovered that the customer removed an rns from their network which caused an imbalance in the host table. The host table was reconfigured by nihon kohden's cits team, which resolved the issue. There is no evidence that the reported issue was caused by an nk device malfunction. Complaint history review of pu-621ra serial number 279 and the customer's account reveal no additional complaints relating to comm loss. This event is likely an isolated incident.

Event description:
The customer reported that the central nursing station (cns) was in intermittent comm loss with the telemetry devices. They stated that all the hospital's telemetry devices would enter comm loss at the same time, and then clear at the same time.

Manufacturer narrative:
The customer reported of communication loss at the central nursing station (cns) for the telemetry devices, customer stated that all of the hospital's telemetry devices entered into a communication loss at the same time and would clear at the same time. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
Hold for gary 2.5.the customer reported of communication loss at the central nursing station (cns) for the telemetry devices, customer stated that all of the hospital's telemetry devices entered into a communication loss at the same time and would clear at the same time. No patient harm was reported.